Manufacturer narrative:
The device was received for evaluation. During functional testing an upstream occlusion alarm occurred. A review of the event history log revealed upstream occlusion messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification ultrasonic sensor. The upstream sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump infusion stopped half way through during delivery at the general patient ward and upstream occlusion errors were found in the log. There was no report of patient injury or medical intervention associated with this event. No additional information is available.